Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that clips from ligamax (item code: el5ml) were failure to clip completely intra-op. Another similar device was used to complete the procedure with no issue. There was no reported impact to surgery or patient. There was a 2-minute delay to the procedure.

Manufacturer narrative:
(B)(4). Batch # t92f4y. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photo shows two drawing on a paper from top view and one clip drawing is cross and the second clip drawing appears to be no properly formed. Drawing do not provide enough evidence. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, a plastic bag with a conforming clip inside was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch t92f4y number, and no non-conformances were identified.